Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the replacement monopolar curved scissors (mcs) showed a broken steel cable at the end of the procedure. It had been replaced because the previous mcs had a broken cable. At the time of surgery, the doctor had difficulty applying the opening and closing function of the mcs, the mcs were removed and the broken steel cable was verified. The forceps still had 4 more lives left for use. The procedure was completed with no reported injury.